Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 21 mg/dl. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Customer consumed carbohydrates to address the issue and went to the emergency room. Customer was subsequently hospitalized and treated with intravenous fluids of saline and was discharged 2 days later with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.